Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a burnt capacitor on the main board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.